Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/31/2015 device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2015 with the following findings: a review of the black box data showed a call service 078 alarm. The 078 call service alarm was emitted during testing. The pump cover was opened and moisture damage was found on the motor flex connector. Additional moisture was found on inside the pump; however, the pump passed an in house leak test. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.